Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device is under alliance reportability.

Event description:
Upon receipt of additional information it has been determined that this device is under alliance reportability.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported the screwdriver is broken and has been that way for the last three cases the set has been here. Attempts have been made and there is no further information at this time.